Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with c6-c7 disc herniation; and underwent total disc arthroplasty at c6-c7. Two weeks post-op, it was found that the implant had migrated from its place. Hence, a revision surgery was performed, and the migrated implant was completely explanted. Anterior cervical discectomy and fusion (acdf) was also performed as a result of this event. The patient underwent the discectomy at c6-c7 for an extremely large disk rupture at c6-7 direct to the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant had migrated anteriorly after the original surgery. The surgeon stated that the endplate was damaged during the original procedure.